Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the entire arterial luer end detached from the catheter during dialysis; no one was actively touching the line at that time. The luer lock connection remained secure, and the luer end came away with the dialysis line. Line infection following detachment. The admission for the line was exchange. The nurse was beside the patient swapping dialysis canisters and was able to immediately clamp the line with the fingers and line clamp to prevent blood loss. The nurse clamped the line with the clamp in hand. The patient was immediately transferred to the hospital. The new lumen was inserted, and the patient was admitted for line exchange in radiology. The patient developed a bacteremia following the incident. The catheter was not repaired. The cleaning agent used on the device was 2% chlorhexidine in 70% alcohol (chlorprep used for the exit site, hexihub clinell wipes) used for contact time disinfection of the device. The product was tested/inspected prior to use. The patient was alive and stable.